Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the battery was put in too deep. The patient could not recharge it and after implant he was able to use it for 6-8 months. At the beginning it was working but he couldn¿t charge it. A manufacturing representative told him that he thought the implant was too deep and that was why he had difficulty charging. However, his healthcare provider (hcp) told him that he did not implant it too deep. It took 3 days to recharge 100%. It was jump started once, but had not been able to use it. The patient wondered what he could do about getting it to work since it did not operate. Less than 6 months after the surgery worked, the patient met with a manufacturing representative together in the break room. He made 2 to 3 trips to work on it. Last time they met, they tried for over an hour and he could not get any bars and they could not get it to charge at all. There was also a loss of therapeutic effect and his pain had returned. The pain was not real bad, he could control it with hydrocodone, but the hcp said the pain would come back. The patient went to the eri in 2013, thinking that he was having a gall bladder attack and had gall stones. But where it was hurting, it wasn¿t his gall bladder, it was his back and it was coming around in his upper side into his armpit. There were a couple instances where he went to the ER due to his back, which radiated. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with his device or therapy, but had no sought further help. It was later reported that no cause had been determined. A manufacturing representative met with the patient in the past and attempted several times to jump start the battery with no luck. Recently, the patient told the manufacturing representative that he wanted the battery replaced, but was unsure if his insurance would cover. The patient was given the name of a physician, but it was unknown how the patient was doing now.